Event description:
The device was used during an unspecified procedure. The instrument did not fire properly and jammed. The surgeon applied another device and completed the procedure without incident.

Manufacturer narrative:
1/13/97- supplemental report #1 sent to FDA. The device was returned extremely contaminated. The contaminants affected the functionality of the device so that a thorough functional eval could not be performed. For this reason, co could not reliably conclude the exact cause of the condition reported.